Event description:
Radiation safety manager received a notification saying that some of the lead aprons could be possibly contaminated with lead 210 (radioactive isotope). She checked the new aprons and found that several aprons were contaminated. She removed the aprons from the circulation area.